Event description:
It was reported that the patient stated that he is unable to completely inflate and deflate this device. Patient services specialist provided inflation, deflation and valve reset techniques. A visit to the physician was recommended to address the experience. No additional information was reported.